Manufacturer narrative:
Patient identifier, age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.5mm drill bit broke in half during an open reduction internal fixation (orif) of the left clavicle on (B)(6) 2018. The surgeon had just drilled the patient¿s bone and when the drill bit was pulled out of the drill sleeve, the drill bit was snapped in half. All fragments were removed; there was nothing left in the patient. The surgery was successfully completed with no surgical delay. The patient outcome was reported as stable. Concomitant devices reported: drill sleeve (part number unknown, lot number unknown, quantity 1). This report is for one (1) 1.5mm drill bit with depth mark. This is report 1 of 1 for (B)(4).